Event description:
It was reported that customer experienced recurring cartridge alarm 30 that started the previous thursday and continued on reported date, and alarm did not occur during cartridge loading. There was no adverse impact to the customer's blood glucose level. Customer was not able to successfully load cartridge and resume insulin therapy because alarm kept recurring, so technical support arranged pump replacement, and no further outcome details were available. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.